Event description:
The customer reported that once the nibp (non-invasive blood pressure) is inflated the values will stay and will not deflate. Patient involvement is unknown. There was no report of patient or user harm